Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the batch history record, complaint trending and system risk analysis (sra). ¿ the batch history record could not be reviewed as the lot number was not available. ¿ complaint trending could not be performed as the lot number was not available. ¿ the sra indicates the risk associated with exposure to toxic or corrosive material is "low." ¿ the product was not available for return and further evaluation. The assignable cause of this issue cannot be verified; however, the customer did not follow the instructions for use and confirmed the instruments used on the patients with a history of bladder cancer were processed in cidex® opa solution. The issue will continue to be tracked and trended. Asp complaint ref #: pc-(B)(4).

Manufacturer narrative:
Upon follow-up, the customer reported they have been doing manual reprocessing of their instruments using cidex opa solution and stated they did not have any issues until they started reprocessing flexible endoscopes. The customer stated they traced the allergic reaction to cidex opa with one patient. The asp representative contacted the customer over the phone and reviewed the instructions for use (IFU) including the contraindications and stated the customer is no longer using cidex opa solution for reprocessing of their flexible endoscopes. Asp complaint ref (B)(4).

Manufacturer narrative:
Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported there were up to five patients who experienced skin reactions after routine urology procedures using endoscopes that were high-level disinfected with cidex® opa solution. The specific dates of the procedures are unknown and reported they occurred over the course of the summer. The symptoms included skin redness and itching after the procedures. In addition, the customer stated the patients also had a history of bladder cancer and were confirming whether or not they should be using cidex® opa solution with bladder cancer patients. Per cidex® opa solution IFU, it states under contraindications: 1. Cidex® opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances cidex® opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies.¿ this report is for patient #5. Advanced sterilization products (asp) has requested additional clinical information, including date of procedure, duration of symptoms, if medical treatment was received, and patient status. Asp has also requested additional procedural/technical information. But no further information has been received to date. Based on limited information received in the complaint, the patient¿s symptoms of skin redness and itching suggests the event was not serious. In addition, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure; however, this event is being reported as a malfunction subsequent to a serious injury for the report of using cidex® opa solution on patients with history of bladder cancer. This complaint will be reassessed if new information becomes available.